Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced bleeding due to an injured artery during the attempted im plant of the right atrial (ra) lead. Hemostasis stopped the bleeding but the bleeding site could not be determined. Implantation of the ra lead was abandoned. No further patient complications have been reported as a result of this event.